Manufacturer narrative:
Product analysis summary: 973560xom: work order passed. 9734477: the computer booted normally to the application screen. The computer was booted multiple times during burn-in testing and know black screens were observed. Tests performed and there was no errors. The computer passed phd testing. The issue was not able to be duplicated. Failure mode: no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was booting the system and the screen turned black and nothing happened. After a few minutes he did a hard shutdown and was able to boot normally. There was no patient present.